Event description:
It was reported that during a lobectomy procedure, the staples did not close tightly and there was leakage on the staple. Clips were used to stop the leakage. There was no patient consequence.

Manufacturer narrative:
The analysis results showed that the device arrived in good visual condition and with a cartridge loaded on the device. The carftridge was returned void of staples. The device was tested for funtionality with a test cartridge and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The indicator functions as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found furing the manufacturing process.